Event description:
Pt with recent tia. MRI negative for acute infarct. Carotid imaging shows 70% left common carotid artery stenosis and a high grade, >80% left internal carotid artery stenosis. An 8mm x 3cm smart stent was advanced into the common carotid artery and deployed in the region of the stenosis. The left internal carotid artery high-grade stenosis was crossed with an #014 guidewire. Dilatation was performed with a 4mm balloon. Then, an 8mm x 4cm precise stent was placed extending distally into the internal carotid artery across the bifurcation and over lapping the common carotid stent. The internal carotid artery was not post-dilated. There was some residual stenosis within the carotid stent and was dilated with a 6mm balloon with good results. Angiography revealed good flow to both common and internal carotid arteries. Pt neurologically unchanged at the end of the procedure. Upon transport to ICU, pt complained of a headache and within minutes, became less responsive, hypertensive and hypotensive and then comatose. CT revealed a massive intra-ventricular hemorrhage bilaterally in the lateral ventricles and down into the fourth ventricle with severe hydrocephalus (bleed origin probably basal ganglia). Pt taken off life support and expired.